Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot part: 04.268.000s, lot: 95p8274, manufacturing site: grenchen, release to warehouse date: march 18, 2021, expiry date: march 01, 2031. A manufacturing record evaluation was performed for the finished device lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Reporter is a j&j sales representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent osteosynthesis with fns implants. The surgery was completed successfully with more than 30 minutes. On june 11, the patient fell and had a subtrochanteric fracture. On june 14, the patient underwent revision surgery. In the revision surgery, fns implants were removed and tfna implants and cement were used. The fracture was the direction of the locking screw was slightly forward. No further information is available concomitant device reported: unknown antirotation fns screw (part# unknown, lot# unknown, qty 1) unknown bolt (part# unknown, lot# unknown, qty 1) this complaint involves (2) devices. This report is for (1) femoral neck system plate 2 hole, sterile . This report is 1 of 2 for (B)(4).